Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; no defects noted with the valve. The catheter appeared to have been broken from the suture being too tight. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested without issue. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no lot number information was provided. No root cause could not be determined as no functional problem was noted with the valve. The root cause for the broken catheter is likely due to device mishandling. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas in-line with siphonguard was separated after implant, there was leakage of csf and the device was revised. The valve was implanted to the patient; however, date of implant and initial setting are unknown. The valve programming was adjusted; however, the patient¿s condition did not improve. A shunt contract study was done and confirmed leakage; therefore, the revision surgery was performed. The surgeon suspected separation of a catheter. No further information was provided by the hospital. The product will be returned to your site.